Event description:
It was reported that pump did not beep when pump showed alarms, but did beep when entering a bolus. The pump did pass the self test during troubleshooting at the time of call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report completed to the best of our knowledge.